Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiples, inaccurate fill estimates after loading cartridges with 300 units of insulin. The customer's blood glucose level was 320 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.